Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 517 mg/dl and ketone level was 0.3. Customer used insulin pens to address elevated bg; no injury was reported. Customer reverted to using insulin pens for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.